Event description:
Pt had an average sized vena cava. There were no problems deploying the filter. Under fluoroscopy it was not detected that two of the filter legs had not expanded as intended. Post angiogram revealed that only two of the filter legs were secured in the vena cava. Physician attempted to deploy the two legs by snaring then resheathing the filter. When the filter was unsheathed, the two legs still did not open as designed. Filter was then retrieved and removed. Another filter was deployed successfully without any difficulty or complications. Filter performed as intended.